Manufacturer narrative:
The customer¿s product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter (B)(4). (B)(6). The reporter confirmed both levels of controls were performed and passed within the last 24 hours.